Manufacturer narrative:
H10: the device was received for evaluation containing fluid in the bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During inspection, no particulate was observed in the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The sample was requested for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container had small translucent, glass-like particles floating inside. This issue was identified after placing the bag on the shelf for growth testing in the pharmacy. There was no patient involvement. No additional information is available.